Manufacturer narrative:
Photo shows company device. The iol (intraocular lens) appears to be adhered to the outside of the company device nozzle, over the lens bay area. One haptic is broken/torn. We are unable to determine the root cause for the reported complaint. The sample was not returned. The photo shows iol outside the device. The lens and the haptic position for advancement cannot be confirmed. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure the plunger passed over the implant. Additional information has been requested.